Event description:
Philips received a complaint by the customer on the v60, indicating that the device is getting a blower stalled error message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed error code 1134 check vent: blower stalled message. The rpm of motor does not change from 3000. The rse provided parts ID and pricing for a replacement blower assembly.

Manufacturer narrative:
H10: the customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.